Event description:
It was reported that the bronchovideoscope displayed a black image on the screen. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No new additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, g3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image noise. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is no problem detected, either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device due to no device problem found, reported problem cannot be reproduced during investigation. Olympus will continue to monitor field performance for this device.